Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was (B)(6) 2018.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01084. This report is being submitted as additional information. Patient¿s weight was requested, but not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: sixteen days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported left subdural hematoma could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized on an unspecified date, was doing great and scheduled to be discharged home that week on friday. Later that afternoon, the patient had suffered a stroke, left subdural hematoma. The patient was taken to the operating room (or) for evacuation. The patient was in the intensive care unit (ICU) and in stable condition. Additional information was requested, but not provided.